Event description:
During an off-pump open heart procedure, the device was unable to lift the heart. It was reported that the surgeon made a comment that the "heart was too big". The surgeon felt that due to the pt's anatomy, the case couldn't be completed with the device. The case was then converted in order to complete it. No add'l pt complications were reported to have occurred.